Event description:
Boston scientific received information that during a routine device check, this right ventricular (rv) lead displayed high, out of range pacing impedance measurements with high pacing threshold measurements. A surgical intervention was performed where this lead was partially abandoned and capped. A new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.